Manufacturer narrative:
There was no low reservoir alarm noted, and no low battery alarm noted. All operating currents were found within specs. There was no unexpected no delivery alarm noted during testing. The device passed self-test, prime test, excessive no delivery test and displacement test. There was intermittent act button due to flattened dome switch. The j2 connector at the lcd board was found locked. The pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 278mg/dl. The customer states the act button does not work. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.